Manufacturer narrative:
Supplemental report submitted to include additional information received. Per pre-deco findings, there was no nose tip separation on the delivery system. However, it was found that the delivery system balloon was separated at the wings. The investigation is in progress, a supplemental report will be submitted. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03688 and 2015691-2021-04559.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 23 commander delivery system was returned in the default position, handle locked with no fine adjustment used. Flex shaft was fully inserted though loader assembly and the delivery system was partially inserted through the returned 14fr esheath. Guidewire was returned separated from the devices. The valve was crimped on the delivery system was seen protruding out of the sheaths liner tear. Inflation balloon can be seen compress within sheath shaft through the liner tear. Due to the nature of the complaint (torn balloon), no functional testing was able to be performed. Double wall thickness of the crimp balloon was taken and the measured components were within specifications. Review of the imagery provided by the site and revealed the following: the 3mentio imagery shows the full access vessel anatomy from the subclavian approach. Vessels appear to have some degree of tortuosity and calcification. Additionally, the imagery provided shows the delivery system after use. The distal end of the delivery system can be seen exiting through the sheaths liner tear. Additionally, it can also be seen that the crimp balloon has been torn away from the inflation balloon. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of inability to withdraw delivery system with valve through sheath and balloon torn were confirmed. No manufacturing non-conformances were identified through the evaluation of the returned device. A review of the DHR, lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. For the complaint of inability to withdraw delivery system with valve through sheath, per the complaint description, 'there was resistance between the valve/delivery system and the esheath. The valve on the delivery system had ruptured the esheath and punched through the right subclavian artery in the expandable portion.' Additionally, per returned imagery, the patients access vessels did have some degree of tortuosity. Tortuosity can create a challenging pathway for the delivery system as it is being tracked through the sheath and can make the expansion of the sheath more difficult. It is possible that the physician used excessive force when initially inserting the delivery system through this challenging pathway. Doing so he may have inadvertently caused the delivery system and valve to tear through the sheath and expose crimped valve through native anatomy. Excessive device manipulation may have also been used when attempting to withdraw the valve and delivery system in this configuration and potentially lead to the outflow bent struts seen on the thv. Additional evidence of tension felt by the system during withdrawal can be seen by the compressed inflation balloon material. As a result of reported withdrawal difficulties, it is possible that excessive manipulation may have been used during removal lead to the reported withdrawal difficulties. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (withdrawal of thv with bent struts) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. For the complaint of balloon torn, the imagery review confirmed the report that the access vessel has tortuosity. Performing withdrawal of the delivery system/valve though a sheath that has a liner tear in tortuous environment can cause the valve to catch onto the sheath. Evidence of this can be seen on the bent outflow struts of the valve. If the thv catches onto the sheath, it can result in high withdrawal forces / tension on the system which can potentially weaken the crimp balloon to inflation balloon bond area leading to the reported balloon tear. Furthermore, potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and previously documented by edwards in a pra. As identified in the pra, high forces on the system during withdrawal of a crimped valve may result in crimp balloon tearing prior to successful withdrawal of delivery system and thv. Potential sources of high forces, which will impact difficulty with removing delivery system and valve, include performing withdrawal of system in tortuous vasculature. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (withdrawal of thv with bent struts, excessive manipulation) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a tavr via the right subclavian approach, there was resistance between the 23mm sapien 3 ultra valve with commander delivery system and the esheath. The valve on the delivery system had ruptured the esheath and punched through the right subclavian artery in the expandable portion. As reported, while attempting to place the 23mm valve, the system seemed to be stuck in the esheath. The valve on the delivery system had ruptured the esheath and punched through the right subclavian artery in the expandable portion. The right subclavian before the carotid artery tore away. The system could not be withdrawn from the artery. A vascular surgeon was called in and the cut down was enlarged. Upon withdrawal, the valve was flared. It was not round but oval. Tissue was found on the valve. The patient coded and CPR was performed. Several units of blood were given. It appeared the right side chest was engorged with blood and the patient passed. The delivery system was removed and washed. The image of the used devices showed sheath liner torn, sheath shaft kink, and what appeared to be bent struts at the outflow. The balloon on the delivery system appeared to show the nose tip was separated.